Event description:
The facility returned the device for service. During service the baxter repair technician reported 810:04 on channel a. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary:the reported condition of fail code 810:04 was confirmed. The air in line test met specifications. The pump head module keypad channel a was replaced. Typically, this failure is related to the air in line printed circuit board. Review of the complaint history reveals similar reports have been received for this product for the reported issue.